Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for three days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 9mm long starting at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.